Manufacturer narrative:
H3 other text : device not return

Event description:
The manufacturer received information alleging a ventilator's peak inspiratory pressure peaks, chugs and 100% oxygen level sometimes activates and sometimes doesn't. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.